Manufacturer narrative:
There was no patient involved, thus no patient data exists. The ibm server is the device which malfunctioned, however, the server is an accessory to the officepacs system. This is not an implantable device: actual device was evaluated in the field. This was a firmware related issue and was resolved by updating the firmware and replacing the system board. There is a potential for data loss when a server crashes, however, there was no evidence of data loss with this malfunction. No event occurred. This is not a single use device. (B)(4).

Event description:
It was stated by the initial reporter that they were unable to utilize their officepacs power clients and were unable to send images to the server. After further investigation, the system board was replaced and the firmware was updated. No patients were involved in the malfunction, and there is no evidence of patient data loss.